Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the shell of the device was broken, flat creases, and a missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is sharp edge broken in the side anterior assessed as unidentified (tear) opening, and a missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side "rupture." Device has been explanted.

Event description:
Healthcare professional reported right side "rupture." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.